Event description:
On 02/28/2000 MFR's regulatory affairs department was notified of the following event. The event is currently being investigated as a possible malfunction of the equipment or a user error issue. "When processing a non-cardiac spect study, the example spect defaults to only one detector in the parameters page. This has led to misdiagnosis in using an e-cam2 where detectors one and two should be the default."